Event description:
Reporter alleged discrepant blood glucose monitoring results and a valid method. Reporter stated being concerned about high readings and went to the doctor. Reporter stated device read 297 mg/dl and comparative method measured 107 mg/dl within minutes. Reporter indicated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.